Manufacturer narrative:
Additional information was received on 10/16/2019, patient underwent bilateral removal and replacement with 550cc mentor memorygel breast implants on (B)(6) 2019. On 10/16/2019, the mentor failure analysis lab received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 11/5/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation on the implant. During evaluation of the device a crease was noted on the posterior aspect. Also, a tear was observed within the crease measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 12/4/2019. Patient experienced left sided deflation post procedure. Right sided deflation was initially reported and submitted in initial report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The updated investigation of the returned device was completed by the failure analysis lab on 3/24/2020. Device evaluation summary: according to the information provided, the patient experienced a deflation on the implant. During visual evaluation of the device, a crease was noted on the posterior view. In addition, a tear measuring approximately 0.1 cm was observed within the crease. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 425cc mentor smooth round moderate plus profile saline breast implant, catalog: 3502425, lot: 6945418, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with a 425cc mentor smooth round moderate plus profile saline breast implant experienced right sided deflation post procedure. The right sided deflation was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.